Manufacturer narrative:
Device broke during insertion; device was not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production of the part. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Additional manufacture date: nov 10, 2011. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the relevant dimensions of the cannulated screw cannot be verified anymore due to the heavy damages at the screw. The tip is broken off as complained, the remaining thread flanks are completely flattened, there are strong stress marks at the shaft visible, the screw head has tremendous marks of a gripper and the screw recess is totally stripped. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding dimensions, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard (iso 5832-1). No product fault could be detected. This device was manufactured in october 2011. The flattened thread flanks and the thread shaped stress marks at the shaft are a clear indication that this screw was in excessive contact with any other device during the insertion. This led finally to a mechanical overload and finally the breakage of the screw. The stripped hexagon recess and the marks of a gripper at the screw head are also an indication that this screw was exposed to excessive forces. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the insertion of the screw, the screw broke. No part of the screw was left in the patient. There was no reported consequence to the patient. A new screw was used and there was a less than fifteen minute delay in the procedure; the incident did not require any further medical treatment. This is report 1 of 1 for (B)(4).